Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Patient's legal claim alleges that the implants have led to complaints (undefined). There has been no reported revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.the following sections could not be completed with the limited information provided. Date of event - unknown. Intial reporter - unknown.this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.